Manufacturer narrative:
(B)(4)

Event description:
It was reported the catheter was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one quickflash arterial catheter for analysis. Signs of use were observed within the catheter and swg chamber. Visual analysis revealed a deformation on the catheter body adjacent to the juncture hub. No cracks were observed on the catheter hub or body. Microscopic analysis confirmed a hole on the catheter. The catheter body outer diameter measured 0.04505", which is within the specification limits of 0.045"-0.047" per the catheter extrusion product drawing. The catheter body inner diameter at the proximal end measured 0.035", which is within the specification limits of 0.035"-0.037" per the catheter extrusion product drawing. Resistance was encountered when trying to deploy the catheter from the needle. Once the catheter was removed, dried blood was observed on the needle which caused the resistance. The catheter was flush tested using a laboratory 10ml syringe and leaking was observed from the hole near the juncture hub. A device history record review was performed, and no relevant findings were identified. The instructions for use provided with this kit warns the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations". The customer report of an arterial catheter leak was confirmed through analysis of the returned sample. The returned catheter had a hole near the juncture hub, and leaking was observed during functional testing. The catheter passed all relevant dimensional inspections, and a device history record review was performed with no relevant findings. Based on the customer report and correspondence with manufacturing, the root cause is manufacturing molding process related. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the catheter was found leaking during use on the patient. No patient harm was reported. The patient's condition is reported as fine.